Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos of an unopened sample, model 10010454 lot 20036499, was provided by the customer to show the material and lot number for the reported event. However, no product or photo of the defective sample was returned by the customer. The customer complaint of the filter component of the bd alaris pump set leaking could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010454 lot number 20036499 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 2 gem 20d v/nv ntg .2mf 1ss dehp free experienced leakage. The following information was provided by the initial reporter: I am an oncology pharmacist and I wanted to report an issue with the filter component of the bd alaris pump set that has resulted in chemotherapy leaking on the patient on two separate occasions.